Event description:
Device stem fracture first noticed two days after implant. It is unclear whether this was an intra-operative fracture or post-operative fracture. Fractured device was removed and replacement device implanted. No further information currently available.